Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the lead was still in use.

Manufacturer narrative:
Other applicable components are: product ID: 3777-75, lot# unknown, implanted: (B)(6) 2017, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) reporting that intra-operatively, after the lead was inserted test stimulation was performed. Only the #9 electrode did not receive stimulation. It was noted that upon inserting the lead, there was adhesion observed. When adhesion was removed and the lead was inserted, it was suspected that the lead was fractured. In order to confirm anomaly of the multi lead trialing cable (mltc), #0-7 and #8-15 electrode grooves were exchanged; it was displayed that #1 electrode conductor was fractured which was confirmed as a result of the impedance measurement. The cable did not malfunction. No x-ray images were available. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. The indication for use included chronic pain. No further complications were reported or anticipated.